Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient feels device is "too sensitive" when they get up to walk. The device activity response was reprogrammed and the device remains implanted. No patient complications were reported as a result of this event.